Event description:
It was reported that noise was observed on the right atrial (ra) lead and device. The suspected cause of the event was due to lead damage, although not confirmed. No intervention has been performed. The patient is stable and will continue to be monitored.